Event description:
A user facility reported to olympus that an outbreak of gorgonian terrey infection had occurred in 8 patients, with a possible link tracking back to one of four (4) evis exera iii bronchovideoscope's. It was stated that the user facility's infection prevention team had not linked the infection to the scopes at the time of the report as they did not know if the infection was caused by the scope. The reporter stated that it was not a "true" positive culture. It was also unknown if the combination listed below was the device involved for each patient listed. Additional information has been requested multiple times, but not received. Patient identifier (B)(6) is for patient 1 with scope s/n: (B)(4). Patient identifier (B)(6) is for patient 2 with scope s/n: (B)(4). Patient identifier (B)(6) is for patient 3 with scope s/n: (B)(4). Patient identifier (B)(6) is for patient 4 with scope s/n: (B)(4). Patient identifier (B)(6) is for patient 5 with scope s/n: (B)(4). Patient identifier (B)(6) is for patient 6 with scope s/n: (B)(4). Patient identifier (B)(6) is for patient 7 with scope s/n: (B)(4). Patient identifier (B)(6) is for patient 8 with scope s/n: (B)(4).

Event description:
Additional information was reported from the user facility indicating that the bacteria was gordonia terrae, not gorgonian terrey as previously reported. This patient underwent bronchoscopy with bronchial washing on (B)(6) 2023 for an indication of hemoptysis with a history pulmonary nodules. The patient had an acid-fast bacillus culture that was positive for the bacteria (date unknown) while they were inpatient. The follow up acid-fast bacillus culture was negative at 4 weeks. No treatment for gordonia terrae was given. The facility stated that they did not know the root cause of the infections. The current thinking was that it may have been something environmental and not the scopes. The reported stated that the particular species takes 6 weeks to become positive and can only be identified at the state lab. By the time the cultures were back, the scopes had already been used a couple dozen times. The reprocessors were also not cultured, and had been cycled several dozen times as well. The patients status was stated to be alive with continued respiratory issues.